Event description:
Consumer had a needle break off in her abdomen. She went to ER and had x-rays. Results of x-rays were inconclusive.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor monthly trend reports.